Event description:
Information was received from a heathcare professional (hcp) via a medtronic representative regarding a patient previously implanted with a rod in a fixed l3/4 removal for adjacent intervertebral disorder. It was reported that rod breakage was intraoperatively identified at the time of fixed l3/4 removal on one side, loose l4 screw was found during op and was not the cause for the op, the products were mixed because they were non-sterile when collected. The causal relationship to the rod breakage is unknown, but the l4 screw is loose, and bone fusion is delicate to determine. The patient had bone fusion failure. The rod was explanted. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis of product: g8699050, lotno:0381320w - visual review confirms rod breakage. Significant fracture surface smearing noted. Optical and microscopic examination of the undamaged areas of the fracture surfaces identified an uneven fracture surface that is indicative of overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.